Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open plastic procedure, the jaws of the first device was not able to close completely. The other device had there jaws did not close as well even though it was noted that the clips crossed and cut the vessel. The vessel was hurt and a follow up procedure was made.